Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and on (B)(6) 2011 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-04965 and 2210968-2012-04967. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: on (B)(6) 2008 mesh was implanted along with concurrent novasure ablation, hysteroscopy and polypectomy due to stress urinary incontinence and pelvic organ prolapse. The patient underwent mesh revision along with concurrent excision of adenoma and abdominoplasty on (B)(6) 2011 due to rectocele. On (B)(6) 2011, mesh was implanted along with vaginal hysterectomy, transvaginal uterine morcellation and myomectomy, laparoscopic adhesiolysis, posterior colporrhaphy, perineoplasty, and cystoscopy. Following implantation the patient experienced pelvic pain, vaginal pain, dyspareunia, numbness, anxiety, depression, difficulty defecating, pain in left thighs, adhesions, insomnia, nausea and difficulty emptying bladder. The patient experienced pelvic pain, uterine prolapse and dyspareunia, on (B)(6) 1992 and underwent diagnostic laparoscopy with lysis of adhesions and uterine suspension. On (B)(6) 2012 the patient experienced increased vaginal pressure, dyspareunia and upon exam there was no significant prolapse. On (B)(6) 2012 the patient experienced pressure in vagina and prolapse for a few months, she has problems with defecation, pain with intercourse and pain with standing. The risks and benefits of sling removal, posterior repair and laparoscopic enterolysis were discussed with the patient. No additional information was provided. (B)(4) ¿ dyspareunia; difficulty defecating; insomnia; difficulty emptying bladder; uterine prolapse; vaginal pressure.